Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary: no anomalies found; proximal segment returned and analyzed. Preliminary analysis of the device confirmed the reported early battery depletion. Further analysis determined that a high current drain occured from a low resistive short in an integrated circuit that supports telemetry function within the device.